Event description:
A malfunction was reported, identified by a malfunction code and resolved by resetting the device with the assistance of technical support. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump could still be used and was advised to contact support again if any similar issues occurred.